Event description:
On (B)(6) 2011, the pt reported there was moisture in the cartridge compartment of her infusion device due to a leak in the system. She was unsure where the leak originated. The pt was not comfortable troubleshooting without her sister present, who is a nurse. She stated, she will change the insulin cartridge and clean the cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The cartridge, infusion set, and adapter were requested to be returned for eval.